Manufacturer narrative:
The investigation into the product damage (sterile sleeve damage), the positioning issues and the low pump flow issue has been completed since the original report was filed. The pump was returned, tested, and evaluated. The cause of the sterile sleeve damage issue was use related due to excessive force during the repositioning the pump. The root cause of the positioning issues causing the low flow is most likely due to use related as well.

Manufacturer narrative:
The impella device was received from the customer and an investigation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported a 59-year-old male patient was taken to cvor for CABG on impella cp. Plan was to leave impella in place and cross clamp in surgical mode. Impella was deep on tee at start of case so the doctor repositioned under imaging. EKG was silent but after a few minutes, and they had concerns there was movement in the heart and an additional antegrade (impella back up to p2 during that) yielded a distended left ventricle (lv). Doctor decided they needed to pull the cp into the descending (ripped the sterile sleeve while doing that) and they replaced cross clamp, but realized shortly after that the lv was still distended and that the doctors root vent tubing had gotten kinked on the field. Doctor was trying to move the blood from lv into the root vent and they thought the problem was actually the vent not the impella. After the case, they attempted to recross the valve several times, they came completely off bypass flows and still could not cross the valve even with maneuvers. Patient was completely normotensive off of cbp with an impella in the aorta unable to flow above p2. The rep. Expressed concern for clot in cannula since the cp should be flowing way more than 0.4 lpm in the aorta without suction, so the doctor decided it needed to be removed. Impella was removed using guidewire re-access port and perclose sutures tied down with 5-10 min of manual pressure and they dermabonded the site.